Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their infusion set detached from their body without her noticing; her dog was on her lap. The patient's blood glucose increased to 552 mg/dl. The customer did not have any replacement infusion sets to treat. Troubleshooting did not occur. The insulin pump was not returned for analysis.